Event description:
As identified by the MFR: instructions for use contain pre-vacuum sterilization instructions that may lead to compromised sterility at the lid-kit interface location.

Manufacturer narrative:
Part no: (B)(4), lot no: 61482528, total quantity produced: (B)(4) (mfg date 3/20/2010); dskit, (B)(4) (mfg date 3/26/2010); (B)(4) (mfg date 4/16/2010); (B)(4) (mfg date 3/17/2010) - no exp date. Incomplete sterilization could lead to cross contamination of multiple pts. Testing on a prototype part with similar features came back showing that sterility may be compromised at the lid-kit interface location, identified by the MFR.